Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device did not deliver a shock to the patient during an attempted synchronized cardioversion. The patient had been transferred from one care location ¿a&e¿ to another care location ¿hdu¿. Upon transfer, the pads cable was disconnected from a different xl+ and the pads were left attached to the patient while the patient was being moved. The pads cable was then connected to this xl+ device. Subsequently, the customer attempted to shock the patient but the shock was not delivered. The customer put new pads on the patient and the shock was delivered. The patient involved was reported to have not experienced harm or adverse patient impact. Additional information has been requested.